Manufacturer narrative:
Device not received by manufacturer. The investigation determined the most probable cause for error code 1660 to be intermittent connection or mission r145 and most probable cause for error code 1720 to be the backup power capacitor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for error 1660. Batteries were removed and reinserted, pump was powered on and received error 1720. Per the reporter, there were no adverse patient effects.